Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Three drivers were returned for evaluation. The returned products were examined under magnification. Under magnification, the batch numbers of the t8 stick fit hexalobe drivers (pn 80-0759) were confirmed as 530864, 530525, and 530863. T8 stick fit hexalobe driver (pn 80-0759) - batch 530864. The returned driver was examined under magnification. Torsional and oblique fracture patterns were identified within the hexalobe geometry of the driver tip. The driver tip was measured to determine the location of fracture. The driver measured 3.3415 inches, indicating that the fracture occurred approximately .0385 inches from the end of the driver tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis. Two small broken pieces were returned with the drivers. The smaller of the two appears to match the fracture pattern of the t8 driver from batch 530864. This broken tip shows that the hexalobe edges were twisting near the tip prior to fracture. T8 stick fit hexalobe driver (pn 80-0759) - batch 530525. The returned driver was examined under magnification. A torsional fracture pattern was identified within the hexalobe geometry of the driver tip. The driver tip was measured to determine the location of fracture. The driver measured 3.329 inches, indicating that the fracture occurred approximately .051 inches from the end of the driver tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Two small broken pieces were returned with the drivers. The larger of the two appears to match the fracture pattern of the t8 driver from batch 530525 and can easily align with the fractured driver shaft. This broken tip shows that the hexalobe edges were twisting near the tip prior to fracture. T8 stick fit hexalobe driver (pn 80-0759) - batch 530863. The returned driver was examined under magnification. The lobes of the tip show significant twisting and some denting at the edge of the tip. Prior to breaking from an excessive twisting load (torsion) the driver tip may start to twist before the driver breaks. There are no other signs of damage or wear on the driver. Tip twisting and later tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance; however, due to unknown procedural conditions, the root cause is unknown.

Event description:
It was reported during a routine removal surgery, the driver tips broke. It was reported two driver tips broke and one driver tip was deformed. There were no adverse patient consequences. This report is related to report numbers 3025141-2022-00321 and 3025141-2022-00322 for the other drivers involved in this event.